Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date of alcl diagnosis: unknown. Implanting physician: dr. (B)(6) - no contact information provided. Reason for reoperation: "non hodgkin lymphoma¿.

Event description:
Patient reported "diagnosed with non hodgkin lymphoma a few years after having implants." Pathological markers confirming alcl have not been received. This record is for the left side. The device remains implanted.